Event description:
It was reported that a customer's pump had a cracked touchscreen, causing it to be unresponsive and remain black. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.